Event description:
During a pulsed field ablation atrial fibrillation procedure, air was aspirated from the agilis 13f sheath after insertion of the volt catheter. The volt catheter was inserted roughly 15cm. The volt catheter was removed, and the sheath was aspirated again. Blood was drawn back without any air. The volt catheter was reinserted, and air was aspirated again. The agilis 13f sheath was exchanged and the procedure was completed with no adverse consequences to the patient. It was noted the dilator and volt catheter were inserted into the agilis 13f sheath straight and not at an angle.